Manufacturer narrative:
Results: the pet lock was damaged on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0, 61.0, and 140.0 cm from its proximal end. The embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned pod coil revealed that the embolization coil was detached from its pusher assembly. If the pod coil is forcefully manipulated against resistance, the pusher assembly may elongate beyond the reach of the distal tip of the pull wire and the embolization coil may detach. Due to the embolization coil detachment, the device could not be tested for the reported difficulty advancing and the root cause could not be determined. Further evaluation of the returned pod coil revealed kinks in the pusher assembly. These kinks were likely incidental to the reported complaint. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod coils and lantern delivery microcatheter (lantern). During the procedure, while advancing a pod coil into the target vessel and making several loops, the physician noticed that the pod coil became stuck at the distal tip portion of the lantern. It was reported that the pod coil advanced a few centimeters out from the distal tip of the lantern prior to becoming stuck. Therefore, the pod coil and lantern were removed. The physician then removed the pod coil and flushed the lantern. The procedure was completed using a new pod coil, pod packing coil (pod pc) and the same lantern. There was no report of an adverse effect to the patient.